Event description:
It was reported that a one-link needlefree catheter extension set was leaking. The customer stated that the set separated at the solvent bond between the tubing and luer lock collar. This occurred while infusing normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: lot number and expiration date. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Solvent bond pull testing was performed, and all bonds passed successfully. Simulated use testing was performed, and a leak was identified around the tubing and male luer inlet port. Microscopic inspection revealed that the tubing bond had pulled from the luer inlet port and opened a channel leak. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.